Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings on the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ orange particles observed in the fill channel. ¿ observed a broken plug strap assessed as an unidentified (tear) opening. ¿ missing plug strap observed assessed as inconclusive. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation. Device remains implanted. This relates to the left side.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b,h6.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.